Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that three days after a colonoscopy and polypectomy procedure had been performed the patient was diagnosed with a bowel perforation. No further information was provided but there was no report about any device malfunctions during the initial procedure.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to olympus for evaluation/investigation. However, the device was inspected on site by an olympus field service technician (evaluation performed on 2022-02-15). There were no reports of any malfunction of the hf-generator or any of the concomitant devices during the initial procedure. The field service technician found the hf-generator to meet its specification. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The olympus snaremaster polypectomy snare and the olympus injector force max injection needle specified as concomitant devices were discarded by the user facility and thus could not be examined. However, a manufacturing and quality control review was performed for both articles without showing any abnormalities, non-conformities or deviations regarding the described issue. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, in general, the occurrence of bleeding/perforation during or after electrosurgical procedures is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that three days after a colonoscopy and polypectomy procedure had been performed, the patient reported discomfort and was diagnosed with a bowel perforation caused by burning. No further information was provided but there was no report about any device malfunctions during the initial procedure.